Manufacturer narrative:
The lot number was provided, therefore the device history record (DHR) was able to be reviewed. The product was manufactured january 23rd, 2017. No quality issues were reported. The sample was not available for evaluation. Without the sample (and based off of the DHR), the issue could not be confirmed, and a root cause was not determined. All finished goods are made from qualified material that is tested before use. Final finished product must meet product specification and process requirements before final release to salable inventory. No corrective action will be taken at this time, however we will continue to monitor for complaints of this nature.

Event description:
Female certified surgical technician (cst) apparently reported that she had hives on her hands and wrists when she took off the gown and gloves. Possible discomfort also at neck area where gown contacts the skin. Her wrists became swollen the next day and she went to a physician. She was put on steroids and h2 blockers to help with the reaction. No other information about the certified surgical technician cst (age, weight, allergy history) or about the event were provided.